Event description:
The caller reported that the battery charge of the insulin pump dropped by 40% in a short period, which led to an unexpected shutdown. There was no information available regarding any adverse impact on the customer's blood glucose level as the caller declined to answer if it exceeded 500 mg/dl. Cts provided information to reset the pump and arranged a replacement, while the customer continued using the current pump to ensure uninterrupted insulin delivery. The customer was instructed to place the old pump into storage mode and return it using a pre-paid label within 10 days.